Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received alert 69 indicating an algorithm data parity check, after which the device was power cycled per guidance and insulin delivery resumed as intended. Symptoms included no reported changes in blood glucose. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included troubleshooting with device restart and user education. Investigation of this case revealed that the alert resolved after a reboot, consistent with a transient software or data synchronization anomaly affecting the algorithm function without impact to dosing once restarted. It was concluded, based on previously established findings for similar reports, that the cause was a temporary algorithm data parity error that was corrected by device reboot. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.